Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and two watchman access systems (was). During the procedure when a sheath exchange was undertaken the guidewire advanced unexpectedly into the laa. The procedure continued and was completed successfully. An hour after the procedure concluded, while in recovery, the patient experienced chest pain and hemodynamic compromise. An echocardiogram was performed and a pericardial effusion was visualized. The patient underwent a pericardial tap and approximately 330ml of blood was removed. Following the pericardial tap the patient became hemodynamically stable and the chest pain resolved. The patient fully recovered and was discharged three days post index procedure.